Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The meniscal deployment gun was received and evaluated. The tyvek lid of the packaging was open. On visual inspection, it could be observed that pusher gray rod was slightly bent on the distal part and biological residues were identified. Therefore, this complaint can be confirmed. Some spots in the gun were identified. A DHR review has been performed for lot 8l09627; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution. Based on the condition of the device received, we cannot discern a specific root cause. The possible root cause can be for the bend in pusher rod is typical of aggressively removing the needle following use, or accidentally by forcefully removing the needle. However, it cannot be conclusively affirmed. As per IFU: indications for a needle insertion and a successful deployment are provided. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that preoperatively to an anterior cruciate ligament reconstruction with meniscal repair surgery on (B)(6) 2021, it was observed that the spring on the meniscal deployment gun device was deformed upon opening its package. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.